Event description:
It was reported that during the shearing process during the implant procedure the knife became stuck on the catheter and pulled back on the left ventricular (lv) lead. The lv lead dislodged. A new catheter was used to complete the procedure and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).